Manufacturer narrative:
A batch history review was carried out which demonstrated no indication of mfg related defects on the guidewire that may have contributed to the event. The guidewire was manufactured to specification. No conclusion can be drawn as to why the event occurred as the guidewire involved in the incident was not returned and analysis was not possible.

Event description:
An incident report was rec'd from our customer detailing the following: "trying to get a balloon in place and halfway through the procedure, could not remove the catheter. Trying to remove the catheter and put a balloon down but could not get it out. Trying to remove the catheter over the wire and got stuck. Catheter could not be removed. Removed that one and tried another of the same (39230-30012, lot# 10148500) and did the same thing. 5fr cook catheter. Removed both wires and used another of the 014 wire from a competitor and was able to remove the catheter. Seems like the wires were sticking unto the catheter."